Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners, cracked battery tube threads, and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had frequently no or intermittent response by button press. Pump was not dropped or exposed to moisture. Customer was advised to revert to a back-up plan per health care professional's instructions. Replacement pump will be sent. The issue occurred during normal use. Customer was asked to return the pump for analysis. No additional information provided.